Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient demographics provided.

Event description:
It was reported that a device continued infusing despite it being paused. The event occurred in the intensive care unit. The drug infusing was noradrenaline 3mg/100ml, with orders to titrate to maintain a mean arterial pressure > 60 mmhg. The noradrenaline was infusing at a rate of 1.5ml/hr. The pump was then paused; but the infusion continued to drip at a high rate as noted in the drip chamber. The tubing was manually clamped and the infusion stopped immediately. The patient's baseline systolic blood pressure (sbp) was between 100-110 mmhg, increasing to 200 mmhg immediately following the over infusion. Dobutamine 250mg/100ml was also infusing at a rate of 6ml/hr on a separate pump and different pcu at the time of the incident. Simultaneously, a glyceryl trinitrate 50mg/500ml infusion was initiated at 4ml/hr on a separate pump and different pcu. The tubing infusing the noradrenaline was disconnected and 30mg of propofol administered. The patient's sbp decreased to 60 mmhg. The glyceryl trinitrate infusion was stopped. Metaraminol 1mg, and a bolus of albumex 4% in 250ml was administered. The patient's sbp increased to 75-80 mmhg. A new bag of noradrenaline 3mg/100ml was initiated on a new pump, and a repeat bolus dose of albumex 4% in 250ml was administered. At this time, the patient¿s sbp stabilized at 100 mmhg.

Manufacturer narrative:
Additional information: a2. The report of the device being paused and continued to infuse is believed to be the result of a backed out pivot latch screw which was interfering with the pump module door by not allowing the door to fully close and the platen to engage the occluder fingers. The review of the pcu event log identified an infusion of noradrenaline (drug ID 152) on (B)(6) 2020 at 4:02 pm. Review of the events could not determine if a free flow event occurred. Testing performed on the returned pump module found the device delivering fluids in specification. The incident administration set was not returned for this investigation and could not be tested. The external inspection found the latch pivot screw backed out. Plastic scoring was observed on left side of the pcu which would indicate a pump module with a backed-out pivot screw was in contact with the pcu. The scoring marks observed on the returned pcu line up with the backed out pivot latch screw on the source pump module. A risk assessment associated with a backed out pivot latch screw documented cases where a backed-out pivot latch screw interfering with the adjacent device has been a contributing factor for variable degrees of unregulated flow. The source pump module was being used for treatment. The probable cause of the reported unregulated flow is believed to be the result of the backed out pivot latch screw interfering with an adjacent devices (pcu), which did not allow the door to be sufficiently closed allowing some degree of unregulated flow. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 20jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a device continued infusing despite it being paused. The event occurred in the intensive care unit. The drug infusing was noradrenaline 3mg/100ml, with orders to titrate to maintain a mean arterial pressure > 60 mmhg. The noradrenaline was infusing at a rate of 1.5ml/hr. The pump was then paused; but the infusion continued to drip at a high rate as noted in the drip chamber. The tubing was manually clamped and the infusion stopped immediately. The patient's baseline systolic blood pressure (sbp) was between 100-110 mmhg, increasing to 200 mmhg immediately following the over infusion. Dobutamine 250mg/100ml was also infusing at a rate of 6ml/hr on a separate pump and different pcu at the time of the incident. Simultaneously, a glyceryl trinitrate 50mg/500ml infusion was initiated at 4ml/hr on a separate pump and different pcu. The tubing infusing the noradrenaline was disconnected and 30mg of propofol administered. The patient's sbp decreased to 60 mmhg. The glyceryl trinitrate infusion was stopped. Metaraminol 1mg, and a bolus of albumex 4% in 250ml was administered. The patient's sbp increased to 75-80 mmhg. A new bag of noradrenaline 3mg/100ml was initiated on a new pump, and a repeat bolus dose of albumex 4% in 250ml was administered. At this time, the patient¿s sbp stabilized at 100 mmhg.